Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l device implanted: (B)(4).

Event description:
On (B)(6) 2010, the pt underwent an endovascular procedure with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the trunk-ipsilateral leg component was landed; a contralateral leg component was advanced up the right side to extend the ipsilateral leg of the trunk-ipsilateral leg component. The leading edge of the contralateral leg component caught on the distal end of the trunk-ipsilateral leg component and pushed the trunk-ipsilateral leg component up approximately 4 cm to the sma. At that time, the physician chose to do an open conversion to repair the aneurysm. Both devices were explanted and discarded at the facility. The pt tolerated the procedure.